Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2016 due to loss of capture. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).